Event description:
The patient reportedly experienced loss of lock and delayed start of the device. Programming adjustments were made and external equipment was exchanged, however, the issue was not resolved. Revision surgery is scheduled.